Event description:
It was reported that the user was unable to scan a freestyle libre 3 plus sensor with the ilet app despite multiple attempts, receiving prompts to rescan; after deleting and reinstalling the app, the scan remained unsuccessful until the sensor was replaced and successfully paired, consistent with an intermittent communication failure potentially associated with the antenna/electromagnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving electrical/magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.